Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficult or delayed activation, difficult to remove and material deformation could not be confirmed due to the condition of the returned device. The tip separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other similar complaints. The investigation was unable to determine a definitive cause for the reported difficulties. It should be noted that the stent diameter and vessel preparation of the supera instructions for use states that the recommended inflated balloon diameter is = 5.5 mm for a 5.0 mm stent diameter. It is possible that failing to pre-dilate the vessel greater than 5.5 mm prevented the stent from fully expanding resulting in elongation into the introducer sheath; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 5.0 mm diameter vessel in the mid superficial femoral artery was predilated using a 5.0 mm armada 150 balloon dilatation catheter. The physician was advised to use a 5.0 mm supera stent, but chose to insert a 5.5 mm supera stent. The physician inadvertently deployed the 5.5x150 mm supera stent in the 6 french introducer sheath and was unable to fully deploy the stent. When the stent delivery system (sds) of the supera was retracted to remove it, the stent ended up in the common iliac artery and was very elongated and the tip of the stent delivery system became a little bit frayed. A more experienced physician was brought in to assist. During retraction of the sds, the tip detached, but remained on the guide wire. Sds removal was halted. The snare was inserted around the tip and the snare, sds, and introducer sheath were removed from the patient as a unit. The physician was able to insert a bdc through the supera stent to advance the stent to the common femoral artery and down into the mid sfa target lesion. The supera stent was still elongated and some of it was in healthy tissue, but the target vessel was treated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.